Event description:
It was reported that the patient with this inflatable penile prosthesis noted drainage from a small hole in their scrotum that had not healed; no signs of infection were present. Tissue was excised and the pump of the device was explanted and replaced.